Manufacturer narrative:
The reported event of a cardiac effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a re-do atrial fibrillation and pulmonary vein isolation ablation, a cardiac effusion occurred. Transseptal access was obtained, a voltage map of the left atrium was made with the hd grid, and the posterior wall was isolated. Once a lateral mitral isthmus line was ablated from the left inferior pulmonary vein to the mitral valve with the ablation catheter, the patient became hypotensive. An intracardiac echocardiogram of the pericardium revealed an effusion around the right ventricle. A pericardiocentesis was performed to stabilized the patient. There were no performance issues with any abbott device.